Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data from the device showed the device recorded eri (elective replacement indicator) on (B)(6) 2010 approximately 42 months after implant. Device returned and analyzed. The device did not meet its expected longevity. Pacing current drain levels were normal for this device at received and bol (beginning of life) voltages. There is no evidence to indicate a problem with the battery. Without knowing the programming history of this device there is no way to determine why it did not meet its expected longevity calculation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) performance data from the device showed the device recorded eri (elective replacement indicator) on (B) (6) 2010 approximately 42 months after implant. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that early enrhythm battery depletion occurred. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that early battery depletion occurred. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): performance data from the device showed the device recorded eri (elective replacement indicator) on (B)(6) 2010, approximately 42 months after implant. Device returned and analyzed. The analysis was inconclusive.